Event description:
Add'l info received from reporter on 06/25/2019 for report mw5083848. I've written before mw5083848; I had a neuro stimulator implanted. The trial went pretty good, but since the real thing was implanted it's been nothing - not much relief. Now it's 10 months, and they keep changing the number most of the time it's worst. I believe they did a bad bait and switch because what the dr showed me at my first visit with him, now I get two different stories from the dr and neuro rep which really makes me upset and leads me believe it was a bait and switch. I am a guinea pig. Thank you and hopefully you will be able to investigate into this company and dr.

Event description:
I saw dr (B)(6). He suggested this device, showed me the device. It measure about 2" l about 1" w and 1/8" thick. The next week I went in to have a trial test. 5 days it help them decided to proceed with a permanent one. That's when things started. I've been going every week since 9-14 where the representative keeps adjusting it. I kept asking them and why the trial worked and not now? So I and the dr said the trial one was strapped around me with a pocket for the nevro - wrong I only had about 6"x6" patch on my back. After I asked the rep for explanation, it was about 3"x6" with a velco strap. 2 different stories? I know what I had and it wasn't either. This was 5 days later. I believe it was a bait and switch; what happen to the one he showed me. The back and leg pain continue. The swelling improved and then don't know why again. Then a few days later, it was on the news and it named nevro and another co and the problems they have had. Then it's in the newspaper where the FDA are partly responsible for not doing their job. You can check (B)(6). Here are some highlights - most of these devices have been approved by the FDA with little clinical testing and the FDA shows that stimulators have a disproportionately higher number of injuries. How much does the dr make on using these devices lobbyist buy out the drs and the FDA? On top of that lobbying records show the top 4 spinal cord stimulators have spent over (B)(6) since 2017. Either the dr's or hospital rec'd payments. These patients are guinea pigs. Well I am here to tell you I am tired of being a guinea pig. 1st the ivc filter then back operation where the dr used a non FDA material known as (B)(4). Then there was the time that a ivc filter was put in that I didn't need; the dr says one thing to your face and another on written report. Guinea pig isn't the right wording. The dr's get paid off - FDA doesn't seem to do their job and one can't help wonder if you all get paid off to allow all this to happen. How can you sleep at night knowing you're not doing your job which is to protect the people and the people suffer or die. Due to your neglect, I've experience 3x the failure of dr's.